Event description:
The pt contacted lifescan and alleged the one touch basic enhanced meter was reading blood as control. The pt went to the emergency room, however did not have any symptoms or treatment. The customer care rep performed troubleshooting and verified the issue. Based on the info the issue is reported as a possible product malfunction.